Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited warnings for low impedance in the unipolar configuration and increasing thresholds. It was also reported that the right atrial (ra) lead exhibited increasing thresholds. The rv and ra leads both remain in use. No patient complications have been reported as a result of this event.